Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor was used for treatment and returned for evaluation. Visual inspection confirmed that the anchor had been damaged. It was fractured. The distal portion was absent. Threads were burnished and scalloped. A small portion of torn suture was attached to the anchor. Torn sutures were attached to the insertion device handle. The tip was visibly damaged with both fork tines fractured. The broken tine fragments were not returned. Symptoms indicate excess torque was applied and loss of axial alignment were contributors to the failure. Maintaining axial alignment is critical to successful implantation. Bone condition was not reported. Correct prep for normal bone a 3.8mm tapered awl. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder cuff suture surgery, the anchor broke during screwing. The anchor and the broken piece were removed from the patient. A backup device was used to complete the procedure. No significant surgical delay or patient injuries were reported.